Manufacturer narrative:
Vns therapy system labeling lists heart rate/ rhythm changes as a potential adverse event possibly associated with surgery or stimulation. The safety and efficacy of the vns therapy system has not been established for stimulation of the right vagus nerve or any other nerve, muscle, or tissue. The event does not meet the criteria for malfunction and/or serious injury report; however, manufacturer believes the FDA should be aware of this event.

Event description:
Reporter indicated that the patient experienced very short periods of asystole during lead replacement surgery which resolved with administration of robinul 0.2mg. Event occurred after implantation of the patient's lead on the right vagus nerve and connection to the existing generator. The asystole was attributed to a vagal response per the patient's treating anesthesiologist. Subsequent device diagnostics performed indicated proper device function. The patient's vagus nerve stimulator is currently programmed on and the patient has not experienced any further asystole events.